Event description:
It has been reported to philips that the rail cover fell off. The system was not in clinical use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the rail cover was fell down. The philips remote service engineer (rse) inspected the system remotely and identified the issue. Rse instructed customer to re-install the cover. After re-installing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.